Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up MDR will be submitted.

Event description:
It was reported that when the clearlink extension set was being flushed a leak was detected at the site where the filter connects to the tubing. There was patient involvement, but there was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). One used product code 2h8671 and 1 unused/companion sample of product code 2h8671, lot r12l04079 was received by baxter product analysis laboratory for evaluation. The used sample arrived out of the package and primed. The companion sample arrived in a sealed pouch. Visual inspection showed no obvious defects. The used sample was attached to an in house 10ml syringe filled with reverse osmosis water. The plunger of the syringe was then manually depressed. This showed leak at the outlet end cap of the filter housing. Closer visual inspection showed that the location of the leak is located at the air vent. The unused/companion sample was also tested using the sample method. No leaks were detected. This report for leaks was confirmed due to the observation of a leak located at the air vent. The cause is undetermined. Should additional information become available, a follow-up will be submitted.